Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6289. Additional information regarding lot #, device manufacture date and expiration date are summarized.

Event description:
According to the complainant, the balloon ruptured. The device was replaced with a different device (device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Corrected data: should be: adverse event and product problem was: adverse event: should be: other serious (important medical events) was: not checked should be: unknown was: no: should be: unknown was: initial use of device

Manufacturer narrative:
The sample was returned and a visual evaluation was performed and confirmed the balloon ruptured around the whole circumference of the device. Unable to determine the root cause of the balloon rupture.